Event description:
The pt was implanted with a left ventricular assist device (lvad). It was reported by the vad coordinator that the pt expired due to accidental driveline disconnect. The pt's wife called the vad coordinator and stated that she found the pt unconscious next to the bed. The pt had accidentally disconnected from the driveline and since the pt's wife was hard of hearing, she didn't hear the alarms until sometime later. When the emergency med technicians (mets) arrived at their home, they found the pt unresponsive, reconnected him to this driveline and transported him to the local emergency room where he was declared dead on arrival (doa). The pt will not be having an autopsy since the hosp does not believe the pt's death to be device or therapy related. The pump will not be explanted from the pt since it was operating normally until the disconnect.

Manufacturer narrative:
According to the info provided, the lvad pump will not be returning for evaluation. No further info is available at this time. A supplemental report will be submitted when the MFR's investigation is completed.

Manufacturer narrative:
A correlation between the lvad and the patient outcome could not be determined as the device was not returned to for analysis; however, the information provided to the manufacturer indicated that the patient expired due to an accidental driveline disconnect. A review of the device history record revealed that the device met applicable specifications. No further information is available. The manufacturer is closing the file on this event.